Event description:
Line was removed due to infection. No device malfunction, was removed due to positive culture. Catheter removed due to positive line culture achromobacter (alcaligenes xylosoxidans). After removal catheter tip was sent for culture. Still waiting on results.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product or procedural details to bard. The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of huyi0181 showed no other similar product complaint(s) from this lot number.